Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: information received from (B)(6). Manufacturing date request received regarding pinnacle/corail hip implant revision. Revision date confirmed as (B)(6) 2012. Reason for revision not provided. Examination of the reported devices was not possible as they were not returned. Reason for revision has not been provided and no additional event information and/or investigational inputs have been provided. The information is insufficient to investigate. A search of the complaints databases identified one other report against the femoral stem. It is not known if the events are similar or related. No other reports were identified against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 17/9/14 - revision due to pain and stem loosening. Acetabular well fixed but slight vertical inclination.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds other reported incidents against the stem provided product and lot combination. A review of the device history records for the stem provided lot did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported complaints against the remaining product and lot combinations. Medical records and x-ray(s) were obtained and reviewed by a medical professional. With the information provided, it cannot be determined that the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Manufacturing date request received regarding pinnacle/corail hip implant revision. Revision date confirmed as (B)(6) 2012. Reason for revision not provided.